Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that multiple meds are not showing. A technical support specialist performed an examination of the station, and the issue regarding the medications not appearing in the pyxis has been addressed. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system station several medications that do not indicate the specific location where they have been loaded. Following the pharmacy's verification of the medications, the system fails to display the location of loading as well as the corresponding pyxis device. This problem is occurring across various stations and involves multiple medications. A customer indicated that there was a delay in the dispensing of medication caused by a malfunction of the drawer. There were no adverse events or injuries reported based on this event.